Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A healthcare professional reported that during the irrigation/aspiration mode of a cataract extraction with intraocular lens implant procedure the aspiration did not work optimally and the pump made a strange noise. The case was completed as planned. There was no patient harm.

Manufacturer narrative:
The company service representative examined the system and the reported events could not be replicated. The system was then tested and met all product specifications. Based on qa assessment, the product met specifications at the time of release. The system was found to meet specifications; therefore, the root cause of the reported event cannot be established. The manufacturer internal reference number is: (B)(4).